Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had high impedance and rising threshold. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.